Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: three complaint opt312 cannulae were received for evaluation and were visually inspected. Results: visual inspection revealed that the loop pad (wigglepad padding) was detaching from the cannula. Glue residue was present on the cannula and on the loop pad material where it comes in contact with the cannula. Conclusion: the optiflow junior cannula maintains good retention on the infant's face during use. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason our user instructions warn the user to replace them when necessary: spare wigglepads are available for this purpose. The customer had informed us that the problem had only occurred after three days of use. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the opt312 state the following: - ensure skin is dry/prepared. - check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A hospital in (B)(6) reported that the velcro on the wigglepads of an opt312 optiflow junior nasal cannula "came off on one side". There was no patient consequence.